Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high, out of range pacing impedances. Attempts to recreate the high impedances with pocket manipulation, isometrics and movement were unsuccessful. An x-ray was obtained and did not reveal anything. There suspicion of a device header issue. A revision procedure was performed and the device was explanted and replaced, however the high pacing impedances remained with the new device. The rv lead was then surgically capped and abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted all seal plugs were intact and all setscrews moved freely. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Visual inspection of the header port noted the location of the lead seal ring marks indicated the lead had not been fully inserted within the port. This was likely the cause of the out-of-range pacing impedances and increased pacing thresholds on the rv lead.